Manufacturer narrative:
Additional information was received that the patient was explanted due to a need for magnetic resonance imaging (MRI). No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.